Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed an order as due earlier than its actual scheduled date. A technical support specialist (tss) provided feedback to the customer regarding a bug in the quick and hold (qnh) standard frequency code in es 1.6.1 and earlier versions. The tss guided the customer to update frequency codes using qnh greater than 24 hours or to use quick and done (qnd) instead. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station displayed an order as due earlier than its actual date. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.